Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the reason for the call was to report that two christmases ago ((B)(6) 2020), they received a smartwatch. The patient stated they wore that smartwatch on the same side of their body as their implant, and that when they first received it and started wearing it, they noticed nausea every couple of weeks. The patient reported they would sit at their computer and the watch had been closer to their implant at that time, and they noted there were times where it felt like it was making their stomach twitch. The patient stated the nausea and twitching of their stomach settled down and resolved after a little bit of time. No further action was taken by the manufacturer help line.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, from the patient. Asked to clarify, if there was a certain aspect of the apple watch in use. When they noticed, after they started wearing it (after receiving it in december of 2020). They had nausea every couple of weeks, and noted, there were times, where it felt like it was making their stomach twitch. They answered, yes. And stated, regular function as a watch. They stated, they called medtronic. And they said apple watches were safe to use. They stated, the issue had not yet been resolved.